Manufacturer narrative:
Visual and microscopic inspection of the returned device reveled the imaging widow detached in the lapjoint section and a kink in the imaging core near the lapjoint detached section. A functional test could not be preformed due to the returned device condition.

Event description:
It was reported that component detachment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. An opticross ic imaging catheter was advanced for visualization but could not cross the lesion. During the procedure, the imaging window became detached. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.